Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that the flow rate was fluctuating from 0.3-1.4lpm and the water was too warm in an arctic sun device. Guided to system diagnostics showed that the system hours were 11,579, pump hours were 11121, inlet pressure (ip) was -6.3psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.2lpm at that moment. Adjusted, disconnected, and reconnected tubing using correct technique. No change in values. Tried (B)(6), system hours about the same as the first, inlet pressure (ip) was -0.7psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.2lpm. They also have arctic sun stat, so tried it instead and tagged the 5000s for biomed inspection. Stat figures showed that the system hours 3689, pump hours 3562, inlet pressure (ip) was -4.2psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.2lpm. Drained, disconnected, and connected new pad using proper technique. Inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.2lpm. They did not see a label on the pad but would be sure to hold onto it for a call back from product complaints.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Stat figures showed that the system hours 3689, pump hours 3562, inlet pressure (ip) was -4.2psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.2lpm. Drained, disconnected, and connected new pad using proper technique. Inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.2lpm. They did not see a label on the pad but would be sure to hold onto it for a call back from product complaints. The serial number for this investigation is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. Based on the results of the investigation, no additional actions are needed. Correction: e: UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that the flow rate was fluctuating from 0.3-1.4lpm and the water was too warm in an arctic sun device. Guided to system diagnostics showed that the system hours were 11,579, pump hours were 11121, inlet pressure (ip) was -6.3psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 1.2lpm at that moment. Adjusted, disconnected, and reconnected tubing using correct technique. No change in values. Tried dycxy516, system hours about the same as the first, inlet pressure (ip) was -0.7psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.2lpm. They also have arctic sun stat, so tried it instead and tagged the 5000s for biomed inspection. Stat figures showed that the system hours 3689, pump hours 3562, inlet pressure (ip) was -4.2psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.2lpm. Drained, disconnected, and connected new pad using proper technique. Inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0.2lpm. They did not see a label on the pad but would be sure to hold onto it for a call back from product complaints.